Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient (B)(6) year old girl. Headache, problems when try to change setting of the valve occlusion? Mechanical disfunction? Patient have done several MRI examinations. Valve implanted about 7 years ago.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 110mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3110, with lot cjhc1n, conformed to the specifications when released to stock on the 23rd july 2008. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.